Event description:
A missed refill was reported; however patient did no experience any symptoms. The pump had a critical alarm audible, was last filled in june and was believed to be empty. Patient went to some clinic and the alarm was turned off but the pump was not refilled. Patient was given oral baclofen as well.

Event description:
Additional information: the reporter heard the critical alarm when the patient was there in therapy on last friday ((B)(6) 2011). For the dad of the patient, hearing was not that well, and the patient thought it was his watch. The reporter said this was probably the second week seeing the patient, and they did not know or hear the sound the first week. The reporter was going to send the patient to the emergency room because she knew the hospital would refill the pump, but instead the patient went to a doctor's office. The doctor's office turned the alarm off and gave the patient an oral baclofen pill. The reporter, who said she was an occupational therapist, said the patient was weaker the last time she saw him than the previous time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6)-2009, explanted: unk; catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6)-2009, explanted: unk.

Event description:
It was reported that the patient was fine; however, he was not noticing any benefit. Per the pump logs, a refill occurred on (B)(6) 2012. Explanting the pump was being considered. A follow-up visit with their physician was scheduled. The pump was delivering lioresal.